Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per doc-035405 rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 5.12 - stopcocks: broken, cracked, or fractured luer fitting and/or hub effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to CAPA: 005781. Further investigation to be carried out.

Event description:
Nt821731c - eds breakage at the luer lock on collection bag. System changed out, no harm to patient.